Event description:
Customer reported occurrence of alarm 2 followed by alarm 26, indicating an occlusion event. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by replacing cartridge, resetting pump, and resuming insulin. It was noted that customer has been experiencing frequent occlusion issues and was advised to contact support during occlusion occurrences, which customer understood and acknowledged.